Manufacturer narrative:
The reported event of loose set screw was confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the left ventricular set screw was stripped with septum material in the hex cavity, preventing full torque driver insertion. The anomaly was consistent with occurring during the procedure.

Event description:
It was reported that the set screw of the implantable cardioverter defibrillator (ICD) could not be tightened. The device was not used for implant. There was no patient involvement.